Event description:
A malfunction was reported by a caller regarding their tandem pump. There was no adverse impact to the customer's blood glucose level. Customer support assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed they could continue using the pump and was advised to contact support again if the issue reappeared.